Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate underinfused. The device had been filled with 2000mg of ceftazidime in 0.9% sodium chloride solution. The reporter stated that after an hour and a half, the device had not completed infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: manufacturing date -- july 7, 2016 ¿ july 8, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted